Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required a poly exchange. Per sales rep, patient was revised due to suspected infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: not performed as no medical records received. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other events for this lot and for the sterile lot. Conclusions: the source of the infection could not be determined as the product was not returned for evaluation and patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient required a poly exchange. Per sales rep, patient was revised due to suspected infection.